Manufacturer narrative:
(B)(4) carrier detachment. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged was used during vaginal vault suspension on (B)(4) 2016. According to the complainant, during the procedure, when the capio suture was deployed, the capio needle carrier detached inside the patient. X-ray was done to ensure the piece was not left in the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned capio opc, packaged revealed that the device has the cage bent. It was actuated three times with the suture and the needle does not enter in the slot. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a capio opc, packaged was used during vaginal vault suspension on (B)(6) 2016. According to the complainant, during the procedure, when the capio suture was deployed, the capio needle carrier detached inside the patient. X-ray was done to ensure the piece was not left in the patient. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.